Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37702, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3550-29, lot # n308035, implanted: (B)(6) 2011, product type accessory; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37702, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had a headaches again and could not feel stimulation at all. Impedances were checked with contacts 0 and 2 being over 10,000. The rest of the contacts were okay. The patient experienced less than 50 percent therapy relief at the lead location. The patient was reprogrammed using other contacts. The patient was getting good stimulation again. The patient had been scheduled for a possible lead revision due to this event but that had been cancelled because they were able to get the patient¿s pain covered with other electrodes. The patient was very satisfied. The patient¿s status at the time of report was alive with no injury. Refer to manufacturer¿s report number 3004209178-2014-24720.